Event description:
On (B)(6) 2008, the patient underwent endovascular repair of a descending thoracic aortic aneurysm using a gore tag thoracic endoprosthesis. Final angiogram showed a slight proximal type 1 endoleak, which was left to be monitored. A small saccular aneurysm was observed proximal to the device placement. The preoperative aneurysm diameter measured 50 mm. On (B)(6) 2008, the patient was discharged with the persistent proximal type 1 endoleak. The aneurysm diameter measured 60 mm. On (B)(6) 2008, a gore tag thoracic endoprosthesis was implanted to repair the proximal type 1 endoleak. On (B)(6) 2008, follow-up computed tomography images showed the resolution of the endoleak. The aneurysm diameter measured 55 mm. On (B)(6) 2009, the aneurysm diameter measured 44 mm. On (B)(6) 2010, the aneurysm diameter measured 55 mm. No endoleak was identified. The patient has not visited the hospital since.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore tag thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to endoleak, and reoperation.